Event description:
Caller states customer was unable to test her blood glucose while having low blood symptoms due to an error on the aviva plus system. Meter was coded incorrectly. Caller obtained orange juice for the customer, which she was able to consume on her own. The error message was resolved during the call to the call center, and customer tested 126 mg/dl. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.